Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had label lift off/partial peel off.the following information was provided by the initial reporter: the product in each rack has a detachment of labeling in the tubes the total amount 28,200 units.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had label lift off/partial peel off. The following information was provided by the initial reporter: the product in each rack has a detachment of labeling in the tubes the total amount 28,200 units.